Manufacturer narrative:
D4: lot # r20j09064, previously submitted as "asku". D4: UDI #: (B)(4) previously submitted as "ni". Only one (1) sample was received for evaluation. The other two (2) samples were not received and therefore, could not be evaluated. Visual inspection was performed using the naked eye which observed an incorrect assembly. The tubing was assembled into bushing with twist. Functional testing was performed including clear passage and pressure testing which observed a flow rate decrease. The reported condition was verified. The cause of the condition was due to incorrect assembly of the white bushing and the tubing during the manufacturing process. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Additional phone no.: (B)(6). Device manufacturer address 1: (B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the tubing of three (3) paclitaxel sets were kinked which resulted in a decreased flow rate. This was identified during an unspecified process step and it was unknown if the patient was connector for therapy at the time of the event. There was no report of patient injury or medical intervention associated with this event. No additional information is available.